Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that at the 2 week mark when the trial leads were removed on (B)(6) 2016, it was noticed that the trial patient had an infection at the lead site. The patient was put on antibiotics and had healed. No diagnostic testing was done at the lead site.